Event description:
It was reported that the customer experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump and was able to resume insulin therapy.